Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that variable, high thresholds were observed on the right ventricular (rv) lead and variable thresholds were noted on the right atrial (ra) lead. Rv lead and ra lead remains in use. No patient complications have been reported as a result of this event.